Manufacturer narrative:
Concomitant medical devices in use during the event include: product ID: safari 2; product serial/lot number: {unknown}; product type: guidewire; implant date: {n/a}; explant date: {n/a} updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilation was performed. The post-implant balloon dilation was performed due to the initial valve being under-expanded. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve was positioned at 4 millimeter (mm) on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). The valve dislodged aortic. It was noted that the patient had significant annular and left ventricular outflow tract (lvot) calcification, which contributed to the dislodgement. A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, post-implant dilatation was performed. The balloon was withdrawn while still slightly inflated, resulting in the valve being pulled up from the paddle leading to dislodgement. A second valve was subsequently implanted.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.